Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection and passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.